Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event description: as reported, during a ureteroscopy (urs), the tips of two cook single-use holmium laser fibers broke off. The tips were removed from the patient with an unspecified basket. A third fiber was used to complete the procedure. No unintended section of the device(s) were left inside of the patient's body. No additional procedures were required due to the occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings ¿ do not attempt to reprocess. ¿ do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. ¿ fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Precautions ¿ a number of different factors affect the life of any particular fiber, including: ¿ extended lasing at high power ¿ continuous lasing with the fiber tip in contact with tissue ¿ lasing with a contaminated or damaged proximal end ¿ improper handling ¿ poor laser beam alignment or focus ¿ never subject fiberoptics to sharp bends in handling, use, or storage. ¿ always keep connector-end dry and free from contaminants. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed recommended power limits. How supplied upon removal from package, inspect the product to ensure no damage has occurred. No product was returned for visual inspection or testing. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Based on the available information, a definitive cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: materials management. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the tips of two cook single-use holmium laser fibers broke off during an unspecified procedure. The tips were removed from the patient with an unspecified basket. A third fiber was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Initial reporter occupation: materials management. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the tips of two cook single-use holmium laser fibers broke off during an unspecified procedure. The tips were removed from the patient with an unspecified basket. A third fiber was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
Additional information was received on 04feb2022: the procedure was a ureteroscopy (urs). No unintended section of the device(s) were left inside of the patient's body. No additional procedures were required due to the occurrence. The procedure was successfully able to be completed. Both devices reported are to confirmed to have the same failure.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.